Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. No bolus delivery anomalies noted during testing. Device functioning properly.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump was under delivering and they experienced high blood glucose level of 22 mmol/l. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer stated that they uses auto mode feature at the time of high blood glucose event. The customer was treated for the high blood glucose with pen. Based on customer report customer does allege insulin pump was under delivering because they insulin pump failed to high pressure test. The insulin pump was returned for analysis.